Event description:
After surgery of a da vinci s prostatectomy procedure on (B)(6) 2013, the surgical staff found a snapped wire on the maryland bipolar forceps instrument during irrigation. There was a no problem during the surgery, the planned procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be frayed at the distal clevis hub. The frayed segments were found in various lengths. No damage or wear marks was found at the distal clevis. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.